Event description:
Essure permanent birth control implanted. Several adverse effects throughout the years which included unexplained vertigo, heart palpitations, heavy periods, lower back, hip, knee and ankle pain with inflammation, severe itching, tongue sores. Hysterectomy b salpingectomy. FDA safety report ID# (B)(4).